Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s incision site was itching for several weeks after the implant procedure on (B)(6) 2019. Pocket erosion was noted. The implantable cardioverter defibrillator was removed. The patient tolerated the procedure well.

Event description:
New information states that the patient had infection.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.